Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention since he was unable to open the cuff of the device; therefore, a mechanical issue with the pump was suspected. A catheter was placed, a cystoscopy was performed, and urethral erosion was noted. The physician suspected that the erosion was most likely due to a trauma to the urethra as there was an attempt early on by a clinician to place a catheter. The patient underwent a surgical procedure to remove the device, during which blood in meatus was noted. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the cuff. The balloon was visually and microscopically inspected, leak and functionally tested. No damage or abnormalities were noted under visual and microscopic examination and no leaks were identified in the component. However, the balloon did not pass functional testing due to pressure lower than specification. The pump was visually inspected, leak tested, and functionally tested. No damage or abnormalities were noted under visual examination and no leaks were identified in the component. The pump was not functionally tested due to the malfunction identified in the balloon. The reported patient symptoms of urinary retention and hematuria are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the balloon not passing the functional test could have caused or contributed to the reported clinical observations; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the cuff. The balloon was visually and microscopically inspected, leak and functionally tested. No damage or abnormalities were noted under visual and microscopic examination and no leaks were identified in the component. However, the balloon did not pass the functional test. The pump was visually inspected, leak tested, and functionally tested. No damage or abnormalities were noted under visual examination and no leaks were identified in the component. The pump was not functionally tested due to the malfunction identified in the balloon. The reported patient symptoms of urinary retention and hematuria are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the balloon not passing the functional test could have caused or contributed to the reported clinical observations; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention since he was unable to open the cuff of the device; therefore, a mechanical issue with the pump was suspected. A catheter was placed, a cystoscopy was performed, and urethral erosion was noted. The physician suspected that the erosion was most likely due to a trauma to the urethra as there was an attempt early on by a clinician to place a catheter. The patient underwent a surgical procedure to remove the device, during which blood in meatus was noted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention since he was unable to open the cuff of the device; therefore, a mechanical issue with the pump was suspected. A catheter was placed, a cystoscopy was performed, and urethral erosion was noted. The physician suspected that the erosion was most likely due to a trauma to the urethra as there was an attempt early on by a clinician to place a catheter. The patient underwent a surgical procedure to remove the device, during which blood in meatus was noted. There were no further patient complications.